Event description:
Lead explanted due to lead failure noted in home monitoring, upon interrogation unable to pace and showing lead impedance of greater than 2500 ohms bipolar and unipolar. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed that the inner conductor coil was found fractured 19 cm distal to the is 1 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection revealed that the insulation was found abraded through 11 cm distal to the is 1 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.